Event description:
It was reported that the device was used during a head and neck case, the applier was misfiring. Clips were coming out at an angle to the clip applier jaws, some were falling out of the tips of the jaws as well prior to closing. No patient consequences.

Manufacturer narrative:
Information anticipated, but unavailable at this time.